Event description:
The biosense webster coolflow irrigation pump automatically reset itself and set the pump to 0 with a 30 ablation flow during the procedure, while the catheter was in the body. The coolflow pump was returned to biomed, who has the specific equipment number.